Event description:
It was reported to boston scientific corporation on november 19, 2009, that a wallstent rx biliary endoprosthesis with permalume covering device was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2009. According to the complainant, the plastic cover broke about 2 cm from the prosthesis. The procedure was completed with another wallstent rx biliary endoprosthesis with permalume covering device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).